Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Per (B) (4) adverse event report, the patient with this system experienced a wound hematoma that required evacuation. The patient was taken to the cath lab where 150 cc of clot were removed and the pocket was cauterized and reclosed with a pressure dressing applied. No further bleeding was noted and the system remains implanted. Lumax 340 hf-t, (B) (4), 1028232-2010-00720. Corox otw 85-bp, (B) (4), 1028232-2010-00669.